Manufacturer narrative:
The actual unit involved in the incident is not available for eval, however, unused units may be returned. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
After pushing the white button, the needle retracted accordingly, but blood leaked onto a lesion on the left hand of the clinician. The clinician was not wearing a glove on her left hand, only the right hand. The clinician underwent blood exposure cleaning of her hand, plus a soaking in dakin and the head of the ward and referent doctor were notified. A f/u with the clinician is planned.